Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred beforehand. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to report if any malfunction code recurs, which the customer acknowledged and understood.